Event description:
It was reported that during a clinic visit, this left ventricular (lv) lead was found to exhibit high pacing thresholds. The physician performed a lead revision procedure and repositioned this lead successfully. No additional adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
Further review of provided information received, that reported patient did not undergo surgical intervention and as such, no serious injury should be reported.

Event description:
It was reported that during a clinic visit, this left ventricular (lv) lead was found to exhibit high pacing thresholds. The physician performed a lead revision procedure and repositioned this lead successfully. No additional adverse patient effects were reported. This lv lead remains in service. Subsequent additional information was received that reported that the lead revision on this lv lead was cancelled and not performed. During a device check, this lv lead was found to exhibit high pacing thresholds. The physician believed cause to be due to a micro dislodgement. Xray images were taken. The physician had scheduled a lead revision; however, the revision was cancelled after the physician was able to successfully reprogram the lv pace vector. No additional adverse patient effects were reported. This lv lead remains in service.